Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer's blood glucose was 600 mg/dl. Customer does not know what caused anomaly, and stated that there was condensation. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. No moisture damage was found on the electronics and motor noted. The insulin pump passed idle current test. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.